Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
The customer declined to have the service rep service the device. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.